Manufacturer narrative:
The customer¿s complaint of the device not alarming for an occlusion was not definitively confirmed during a review of the logs or during testing. Sample inspection: instrument seal was observed broken. Front door assembly including latch and sear were observed as non-bd parts. Both iui connectors contact pins were found to be dull with slight corrosion. Slight impact damage was observed on the bottom corners of the rear case. Small crack was observed along the front right side of the rear case. Contamination and fluid ingress was observed behind the membrane frame and iui connectors. Contamination and fluid ingress was observed in the rear case and around the edges of the bezel. The pumping mechanism assembly was inspected, and no irregularities were observed. The manufacturing date of the bezel was noted february 2007. Fsa upper pressure sensor date code: june 2018. Fso lower pressure sensor date code: february 2007. All other possible replacement parts were observed to be bd parts. Test results: a functional infusion test was performed on the returned pump module and completed with no errors or anomalies. Fluid side and patient side occlusion testing performed on the returned device passed, indicating the device is functioning as intended for occlusion detection. Root cause: the root cause of the customer¿s complaint that the device did not alarm for occlusion was not identified. Testing demonstrated the pump module detecting occlusions as designed. Device history review: a review of the device history record showed the device had a manufacture date of 03/03/2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for serial number (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the serial number (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that a patient in the picu was on a vasopressin infusion at 5ml/hour. The tubing was left clamped and the device did not alarm for occlusion after 80 minutes. It was further reported that fentanyl was being infused at 2.5ml/hour. The healthcare provider attempted to bolus the medication, but the device alarmed for occlusion until the flow rate was lowered. There was no reported patient impact.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that a patient in the picu was on a vasopressin infusion at 5ml/hour. The tubing was left clamped and the device did not alarm for occlusion after 80 minutes. It was further reported that fentanyl was being infused at 2.5ml/hour. The healthcare provider attempted to bolus the medication, but the device alarmed for occlusion until the flow rate was lowered. There was no reported patient impact.